Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device delayed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed bench handling and charge and shock testing on a simulator using a test battery without duplicating any malfunction to the device. The device was recertified and returned to the customer. The battery used during the time of the event was not returned. It's important to mention the customer communicated that the battery was used in a different device and caused the same fault. Analysis of reports of this type has not identified an increase in trend.